Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak inserter broke in the patient's bone. The surgeon mistakenly used an ar-3600dc to insert the anchor, which was difficult. The surgeon hit it forcibly, and the fibertak inserter ended up breaking. The broken fragments remain in the patient. This was discovered during a procedure on (B)(6) 2023. Additional information received on (B)(6) 2023: this was discovered during a meniscal repair procedure. The surgeon did not remove the broken fragments, and the fibertak anchor was not implanted. It is unknown how exactly the case was competed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638 was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation found that the inserter's tip was broken off. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0054 at revision 0. Section g. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.